Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The recipient was not responding with the left side device. The recipient also slipped and fell at end (B)(6) 2020 and hit his head. However, it is believed the recipient hit his right side and the parent is unsure if hearing decreased at that time. Before the decrease the recipient had been performing well with open set speech recognition. The recipient was re-implanted on (B)(6) 2020.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected i.e. The recipient is not responding with the left side device. There is a small bug bite behind the pinna just before the hairline that was noticed in the (B)(6) 2020.